Manufacturer narrative:
Date of event: (B)(6) 2017 was used for the date of event since the customer reported the events occurred within the last two weeks and did not have the exact date of occurrence. There was no given lot number for the product. Without lot number it is not possible to determine the expiration date or manufacture date. The product was not returned for evaluation as of the date of this report.

Event description:
Customer reported they experienced periodic leaking from injection ports where cfj5-250 curos jet disinfecting caps were used. In the past two weeks, there were two reports where patients had IV chemotherapy piggybacked into infusion tubing running via a pump (unknown brand). The leaking was reportedly discovered after only a few drops of leaking. There was reportedly no harm or consequence to the patient. The leaking reportedly stopped when the curos jet cap was replaced or in some instances, when both the tubing and curos jet caps were replaced.